Event description:
It was reported that the maxplus clr positive displacement conn experienced luer-lok collar breakage and leakage. The following information was provided by the initial reporter: nfc attached (B)(4) and leak was observed on (B)(4) in the pm. Visible crack observed near the connection point. Red bung placed on complaint sample to see the crack.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 12/21/2020. H.6. Investigation: a mp1000c-0006 sample was received for investigation with residual fluid present within the component; the customer could not confirm the affected lot, however analysis of the laser ID from the sample indicates the possible affected lot numbers to be 20045450, 20045451 and 20046048. A visual inspection identified a crack at the edge of the female luer adaptor of the maxplus. Leakage was observed from the crack during a flush through. A review of the production records for lots 20045450, 20045451 and 20046048 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature could not identify a definitive root cause for cracks to the luer of the maxplus. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the maxplus clr positive displacement conn experienced luer-lok collar breakage and leakage. The following information was provided by the initial reporter: nfc attached 24th nov and leak was observed on 25th nov in the pm. Visible crack observed near the connection point. Red bung placed on complaint sample to see the crack.